Event description:
Surgeon couldn't get pin into the block. The back of the cutting block holes (left side) was burred. Another identical device immediately available for use and case completed as originally planned without any delay or medical intervention.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.